Event description:
It was reported that pump displayed malfunction code 16 and malfunction alarm recurred even after reset. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, then prepared to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, instructed customer to place malfunctioning pump into storage mode, reenter pump settings and reconnect continuous glucose monitor on replacement device, and return problematic pump using pre-paid label within 10 days.